Manufacturer narrative:
Device was not returned; follow up with pt.

Event description:
It was reported that a pt underwent an x-stop procedure at level l4/l5. Postoperatively, the pt reported to have the same symptomatology as she experienced prior to the procedure. Approximately 4-5 months ago, the pt began to have bilateral groin pain radiation down both hips. She had bilateral hip x-rays performed and the result was normal. She stated her physician 'is at a loss' as to what is causing her symptoms. She continues to take the same medications pre/post operatively. She also communicated that her activities have been the same pre/post operatively and she does not engage in strenuous exercise or activities. No additional info was reported.